Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with the artificial urinary sphincter (aus). A revision surgery was performed and it was noticed that the pump was too high, there was too much tubing down the pump and it was kinked. The tubing was cut by taking the pump out and replacing it with a new one.